Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The customer was provided a replacement device to resolve the issue.

Event description:
The customer reported that the speaker doesn't work; there is no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.